Event description:
Customer reported the unit displayed multiple messages. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.